Event description:
It was reported that following a percutaneous coronary intervention (pci) for an acute coronary syndrome, an angio-seal was selected for use on (B)(6)2010. On (B)(6)2010, the pt returned to the physician's office and complained of right leg pain. The pt developed right lower extremity claudication. The pt was seen in the vascular lab where occlusion of the popliteal artery was diagnosed. The pt had no other areas of significant atherosclerosis. The pt began thrombolytic therapy and multiple attempts were tried for mechanical thrombectomies. The physician was able to open the distal popliteal artery and was able to open flow into the anterior tibial artery but the thrombus was resistant. The physician unsuccessfully attempted multiple types of percutaneous therapies. On (B)(6)2010, surgical intervention was performed. The pt's distal popliteal artery was found to be occluded with the footplate of the angio-seal device. The actual suture and the device were removed with attached thrombus. The skin was closed with surgical staples. The pt was awakened in the operating room and the endotracheal tube was removed. The pt tolerated the procedure well and was reported in stable condition.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU cautions if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor pt (for at least 24 hours) for signs of vascular occlusion. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.